Manufacturer narrative:
(B)(4). Evaluation method/result/conclusion: generator still in use at the facility; therefore, analysis unable to be performed. (B)(4).

Event description:
After a multilevel spine fusion case, where the aquamantys system was utilized, it was reported that a patient had a loss of feeling in his left leg below the knee. Patient was taken back into surgery two days later for a decompression procedure. At the time of the reported incident the patient was still in the hospital and starting to get a tingling sensation back into his leg, but no motor skills yet. The surgeon stated that he anticipates the sensory and motor function to return to normal over 1 to 3 months. Patient is diabetic with spinal stenosis. Prior to surgery he was partially ambulatory utilizing a wheelchair about 50% of the time.